Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that approximately one week post dialysis catheter placement, the catheter was allegedly damaged at arterial lumen hub and catheter wall formed a balloon at the time of flushing. It was further reported that during aspiration, balloon was allegedly deflating. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number. A device history record review is not required. Investigation summary: the physical device was not returned for evaluation. A video was provided for review. The investigation is confirmed for the reported stretched as ballooning was noted on the red lumen extension leg of the catheter in the provided video. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2021), g3, h6 (method). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one week post dialysis catheter placement, the catheter was allegedly formed a balloon at the time of flushing. It was further reported that during aspiration, balloon was allegedly collapsed. The procedure was completed using another device. There was no reported patient injury.